Event description:
Through the implant patient registry, it was learned that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six years, five months due to calcified, severe stenosis. The patient presented with nstemi, and hfref. The tavr was performed with a 26mm 9750tfx valve. On pod #4, the patient was discharged.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, is was learned that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six years, five months due to unknown reasons. The tavr was performed with a 26mm 9750tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.